Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) concerning patient with an implantable neurostimulator (ins). It was reported patient was at elective replacement indicator (eri) so managing physician wanted an impedance check ran. Found that electrodes 0-3 on the quad are out of range. Patient was not currently using any of these electrodes in his programs. No patient symptoms were reported. No further complications were reported/anticipated.